Event description:
The user facility reported that the patient was on impella 5.5 support and during support, there was high purge pressure. The purge cassette and the automated impella controller were replaced to no avail. The pump was then replaced. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The pump was returned for investigation. The data log shows small motor current spike while running on a steady p-level, followed by saturated pump flow for a short period of time. High purge pressure began to gradually rise after the motor current spike, culminating in a purge system high alarm within 15 minutes. No physical damage was observed on the returned product. The pump was primed, and high purge pressure was noted. The pump was started in a bucket of water, and purge pressure gradually returned to normal specification limits. The pump was further tear down to check the purge gap, and biomaterial was found in the purge gap. The cause of the high purge pressure issue was biomaterial, based on data log review and returned product investigation. D9 device returned to manufacturer date added.